Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and found that the unit had a damaged diaphragm. The diaphragm was replaced, and the operational verification procedure was run according to manufacturer's specifications. The unit was placed back in service. In the event additional information is received a follow-up report will be submitted at that time.

Event description:
The customer stated that while on a patient, the "vent went down while in CPAP mode". The customer reported that there was no harm to the patient and that the ventilator was changed out.